Event description:
It was reported that the procedure was to treat a bifurcation of a lesion in the anterior intraventricular artery (iva) and diagonal artery with moderate calcification and no tortuosity. The 2.5x12mm nc trek balloon dilatation catheter (bdc) was used successfully in the diagonal artery and removed without resistance. The xience skypoint stent was implanted successfully in the left anterior descending (lad) artery. The nc trek balloon was advanced again in the lad but without inflation. Another 2.75x12mm xience skypoint stent delivery system (sds) was attempted to be advanced but had resistance with the guiding catheter. The sds was removed, however, the stent dislodged in the guiding catheter. The stent was removed together with the guide catheter. The nc trek bdc was then removed without resistance but the distal shaft separated and a portion remained in the lad. Surgery had to be performed to retrieve the separated portion. There was no adverse patient sequelae. There was a clinically significant delay in the procedure and there was prolonged hospitalization. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the reported resistance during advancement resulted from interaction with the guiding catheter causing the reported difficulty to advance and subsequent stent dislodgement. The dislodged stent and guide catheter were removed as a single unit without issue. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional nc trek rx device referenced in b5 is filed under a separate medwatch report number.